Manufacturer narrative:
Additional information: d4, d9, g1, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported entrapment and subsequent or tissue injury remains unknown. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a cti ablation, a tissue injury occurred. While maneuvering the catheter along the cti line, the ablation catheter attached to the tissue due to the laser etching at the tip. At the time, there was 34 grams of force being applied. This was inadvertent, as majority of the ablation was performed with 5-10 grams of force. Upon pulling the catheter away from the tissue, the provider noted that the tissue was also being pulled back, as if the tissue was caught in the laser etching. Once detached, the procedure was continued.